Manufacturer narrative:
A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of adapter connector defective/damaged with lot #9098715 regarding item #381423 DHR review was performed on lot number 9098715; the lot number was manufactured on afa line 2 from 17apr2019 thru 20apr2019. Packaged on packaging line 8 from 19apr2019 thru 24apr2019 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings on the build of this lot number. Conclusion(s): no physical samples were not received for testing and evaluation; two photos were submitted for evaluation of this incident. Photo one displayed a package label with the bd logo, ref no., description, lot number and the expiration date) laying on top of gauze pad and red plastic bag. Photo two displayed the luer end of a 22ga adapter being held with a red arrow pointing to the area of a crack on the threads of the adapter. Based on the review of the submitted photo the defect adapter connector/defective/damaged was confirmed. The photo displayed the threads of the luer end of the adapter cracked. Indeterminate: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found cracked during use. The following has been provided by the initial reporter: it was reported that "there was a crack on the very end that didn't allow the extension to connect properly." Customer text: ¿rn placed 22g piv in left hand, IV in correct place, brisk blood return. When I went to connect the extension to the hub of the IV, the extension would not connect properly. After looking at the hub, I noticed there was a crack on the very end that didn't allow the extension to connect properly. There was no other way to connect the extension to the hub, so the IV was removed and a second piv had to be placed.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte auto guard has been found cracked during use. The following has been provided by the initial reporter: it was reported that "there was a crack on the very end that didn't allow the extension to connect properly". Customer text: ¿rn placed 22g piv in left hand, IV in correct place, brisk blood return. When I went to connect the extension to the hub of the IV, the extension would not connect properly. After looking at the hub, I noticed there was a crack on the very end that didn't allow the extension to connect properly. There was no other way to connect the extension to the hub, so the IV was removed and a second piv had to be placed.¿